Event description:
It was reported that the customer experienced a past low blood glucose (bg) level of 50 mg/dl. Cause was not known, due to the bg level customer lost consciousness. Customer required assistance consuming juice and was treated by paramedics with "four glucose sacs" to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.